Manufacturer narrative:
The investigation into the aic - controller failure (red alarm) issue has been completed since the initial report was submitted. The console was returned and tested. The failure was unable to be reproduced throughout testing. The root cause of the issue could not be determined due to the difficulty in reproducing the failure, which is characterized by a temporary loss of optical data and triggering of a controller error alarm with a low probability of reoccurrence.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 52-year-old male patient of an unknown race with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the automated impella controller (aic) had a controller failure alarm. The aic was exchanged. There was no patient harm reported.